Manufacturer narrative:
(B)(4). The physician stated that intestinal operations have an intrinsic risk for wound infections and therefore could have contributed to the event.

Manufacturer narrative:
(B)(4), infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed wound infection on (B)(6) 2011 and was treated with reoperation of wound opening, antibiotics and wound care.